Manufacturer narrative:
Device evaluation: one device was received. The visual inspection found a broken plunger case seal and cracked battery door. A review of the event history log found a force sensor test error. During the functional testing, the force sensor test error was found at power up. The root cause was found to be fluid ingression on the plunger assembly. The plunger tube, plunger cable and plunger assembly were replaced. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device was last serviced in july 2022 and there was no indication of a service issue during the investigation.

Event description:
It was reported the pump alarmed a plunger error. No patient injury reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.